Manufacturer narrative:
Batch review performed on 22.12.2021: lot 2103104: (B)(4) items manufactured and released on 9-jun-2021. Expiration date: 2026-05-19. No anomalies found related to the problem. To date, (B)(4) item of the same lot have been sold without other similar reported event.

Event description:
The patient came in 1 and half a month after the primary surgery due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.